Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00400.

Event description:
It was reported that after 78,776 joules the fiber tip was firing straight out of the tip and had diminished power. After 28,126 the second fiber exhibited the fiber tip firing straight out of the tip and had diminished power. The procedure was completed with no harm to the patient.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00400. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device noted the glass cap exhibited moderate devitrification at the output area and there was detritus adhered around the output area. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. There were no signs of breaks along the length of the fiber. The connector cone, segments and tabs appeared to be in good condition and secure. The investigation did not confirm forward firing and did not identify any defects that could lead to forward firing. Based on the investigation results an evaluation conclusion code of no problem detected was assigned. After review of all the information provided, the reported event does not meet the complaint criteria as there is no device malfunction, non-conformance or patient impact associated with the subject device.

Event description:
It was reported that after 78,776 joules the fiber tip was firing straight out of the tip and had diminished power. After 28,126 the second fiber exhibited the fiber tip firing straight out of the tip and had diminished power. The procedure was completed with no harm to the patient.